Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer was without backup therapy and planned to contact a healthcare provider to ensure insulin delivery continued.